Event description:
Not sure how it ruptured but it was redone due to a previous rupture. It's intra capsular and hurts. Both breasts appear lumpy, droopy and deformed. It's been 11 years since my last surgery. Reference reports: mw5153477, mw5153479.